Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was no image, could not get a clear image. The issue occurred during preparation for use for a diagnostic gastroenterology procedure. There were no delays in the procedure and the procedure was completed with another device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause for the inability to obtain a clear image could not be determined. Olympus will continue to monitor field performance for this device.